Manufacturer narrative:
Concomitant medical products: 5054-58 lead implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch due to low impedance. There were also thousands of mode switch episodes possibly due to noise. The lead remains in use. No patient complications have been reported as a result of this event.